Manufacturer narrative:
Product has been received and investigated and was confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Abbott diabetes care participated in 2006 with representatives from the office to discuss the memory overwrite malfunction. At that meeting, rep informed adc that mdrs should have been filed due to the remedial action that was taken and agreed to provide recommendation for filing. Per the recommendation from rep, adc filed a request for retrospective exemption from reporting requirements on december 15, 2006 (exemption #e2007001). This report covers 368 malfunction mdrs for which the retrospective exemption from reporting requirements was requested. The details of the 368 reportable malfunctions for which this summary report is being filed are included on the attached pages. There was no report of death or serious injury associated with any of the events.